Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a blank and non-responsive screen. They changed the battery but nothing happened. The customer's blood glucose level was unknown. Troubleshooting was performed for the blank display. It was noted that they received a failed battery test during troubleshooting. Due to the two occurrences of off no power with no low battery alarm and failed battery test on the new batteries, the device will be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected failed battery test alarm or off no power alarm noted. Pump received with cracked battery tube threads and cracked reservoir tube lip.